Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2007, a cardiovascular event on (B)(6), 2007 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-05496, 1225714-2014-05497, 1225714-2014-05498 , 1225714-2014-05499, 2937457-2014-01386 and 2937457-2014-01387.